Manufacturer narrative:
Zimmer biomet (B)(4). Patient's weight was not provided. Event date was not provided. Reporter's last name was not provided. Additional 510(k) number is k013227.

Event description:
It was reported that the implant was removed due to becoming fractured. Patient will not return for additional appointments. Tooth #19.

Manufacturer narrative:
One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual inspection of the as returned product identified damage on threads due to the removal process and a fracture at the collar section. No pre-existing conditions were noted on the per. The reported device was located on tooth # 19 and was used for approximately 4 years. DHR review: DHR review was completed for the subject lot number (63578951). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63578951) for similar event and no other complaint was identified. Post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
There is no update to the original complaint description provided.